Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging. No charging connection was recognized. Cts will replace pump. Customer will continue to use current pump; will rely on alternate method if necessary.